Event description:
It was reported that patient had alerts on merlin.net for elevated thresholds. The lead had dislodged and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.